Manufacturer narrative:
(B)(6). Visual assessment confirmed the reported complaint of breakage. The distal tip of the nose tube assembly has broken off where the diameters transition in size. Broken portion was not returned. The break area is angular in nature. Additionally the outer tube is bowed. Dimensional inspection of the outer tube diameter found it met print specification. The nose tube subassembly was removed from the handle to inspect for additional damage, no damage was observed. The condition of the break area indicates that an excessive amount of force was placed on the inserter during use. Potentially the cause for this device failure was excessive forces were applied to the instrument, causing a result in failure. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a hip repair when the healthcare professional pulled the inserter out, the tip on the inserter was still in the bone. The piece was successfully removed from the patient with an arthroscopic grasper. There was no reported patient injury. No other complications were noted.